Event description:
Technician alleged that the right foot siderail plastic is pulled off the siderail mount. No pt impact.

Manufacturer narrative:
The tech replaced the siderail plastic and mount to resolve the issue.